Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 300 mg/dl. Reportedly, the customer had delayed delivering a bolus from the pump as the customer was embarrassed to use it. The customer delivered a correction bolus to address bg levels. Reportedly, the pump would continue to be used for insulin therapy.